Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defib impedance and noise on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Event description:
New information notes that on (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was discharged from the hospital after the procedure.